Event description:
Facility biomed reported pcu and all 4 attached channels shut down with error code. Pt was in ICU, already unstable with nurse having difficulty maintaining bp at 90-100 systolic. Levophed, propofol, kcl and d5.45ns were infusing. Stated pcu flashed comm error message and all channels shut off. Nurse stated she did not shut off device. Bp dropped to 59/37 and pt was thrashing. Swapped out entire sys and titrated levophed and propofol higher. Within 5 mins, pt more sedate and bp back up to low 100's systolic. Pt showed no lasting effects from event. Device sent to cardinal health. Investigation is on-going. F/u report will be sent when investigation is completed.